Event description:
Covidien regional office customer reports during a vascular procedure, the high pressure tubing detached from the syringe tip. No person injured.

Manufacturer narrative:
Root cause identified: no. Defect could not be duplicated in samples. Conclusions: device history record for final product was reviewed and no discrepancies related to this defect were found. Pressure test was applied to the samples provided by the customer. This test consisted of applying pressure of 1300 psi for ten seconds and 1200 psi for five seconds. Samples did not disconnect during the functional test and did not show leaking. Corrective actions: no corrective actions will be applied.